Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had high impedances on electrodes 9 through 15. The patient couldn¿t feel stimulation on the right side of their leg. It was reported that when the patient was seen in the offices impedance were reviewed to be greater than 10,000 ohms on programmed electrode. It was indicated that the rep was able to reprogram the patient and get right leg coverage. Factors that may have led to the reported issue was reported to be unknown. The patient stated they couldn¿t think of anything out of the ordinary that would have caused high impedances. It was reported that the patient was reprogrammed and the issue was resolved at the time of the event. No surgical intervention occurred or was planned. No further complications were reported/anticipated. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.